Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/03/2014 with the following findings: visual inspection revealed that the keypad cover was intact. Also, evidence of moisture ingress was observed behind the display lens. Furthermore, the battery compartment was cracked below the grip pad. Evaluation revealed that all of the keypad buttons were properly responsive; the primary complaint, of a keypad issue, was not duplicated. The pump failed a leak test due to the previously mentioned battery compartment damage. The keypad cover was removed, and no evidence of contamination was found under any of the key contacts. The pump case was removed, and further evidence of moisture ingress was observed on internal components. All of the aforementioned device failures were related to the moisture ingress event. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that the ok keypad button was under responsive. Reportedly, moisture was evident behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.